Event description:
Baxter reported a transfer set "leaks between the dark blue part and the clear blue part." Noted during use. Per affiliate, the transfer set has been used for less than six months. No pt injury or medical intervention was reported per baxter affiliate.